Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The patient had a left ventricular assist device (lvad) implanted recently which was when the undersensing was noted. Sensitivity was initially increased but did not improve sensing. The rv lead was surgically abandoned and replaced with a non-boston scientific implantable cardioverter defibrillator lead for bipolar sensing. No additional adverse patient effects were reported. This rv lead is no longer in service.